Event description:
Legal claim received. Patient suffers from elevated cobalt and chromium levels. X-rays revealed fluid collection overlying the greater trochanter, slightly increased in size compared to previous studies, with extension anteriorly into the operative bed and high grade tearing of the gluteus minimus or stripping from the trochanteric attachment site with associated muscle atrophy. Update rec'd 8/15/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from adverse tissue reaction and pain. There is no additional information that would affect the outcome of this investigation. Update 12/24/2014- pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, necrotic tissue, and discoloration between the stem/head and back of liner. There was no mention of corrosion. No lab results were provided for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/21/2015.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.